Event description:
A laser technician reports a loss of suction 4 seconds into the flap cut. A new pt interface was used and the flap was completed successfully. Then the refractive surgery was completed. No pt harm was reported.

Manufacturer narrative:
No samples were returned for eval. A review of this complaint class, incomplete flap, for this system for the previous 12 months showed four other complaints. A root cause has not been identified. (B)(4).